Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b reload was received partially fired 1/4. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test ple60a device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler was fired; but reload did not staple the tissue. The staples did not come out from the load. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? Was the cutline complete? Please verify the lot #? The lot# provide does not match the product code provided. Lot was for an lt200 cartridge and the product code on the form was an ecr60b.